Event description:
According to the reporter, during a laparoscopic cholecystectomy, when dissecting the free omentum, the tip of the four devices were not fully closed. The user opened another device with a different lot number to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 176645, 176645 endo dissect 254 (lot#p4d1214); 176645, 176645 endo dissect 254 (lot#p4d1214); 176645, 176645 endo dissect 254 (lot#p4a0946). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.